Event description:
The patient had a full replacement due to battery depletion and high impedance. The explanted devices are not available for return. It was noted that the high impedance was seen with the new device and was repeated after lead re-insertion. No additional relevant information has been received to date.